Manufacturer narrative:
The device return is anticipated; however, at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image cut out. A delay in the procedure of an unreported duration occurred as a backup glidescope gvm system was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation along with the customer's glidescope video monitor (gvm). A verathon technical service representative evaluated the returned glidescope spectrum smart cable and was able to confirm the reported image issue. The verathon technical service representative observed that the smart cable's connector had damage causing the image to intermittently disappear and produce an intermittent split screen. The camera image quality test was performed and failed for the glidescope spectrum smart cable. The verathon technical service representative was unable to identify any image issues with the glidescope video monitor (gvm). They did however identified and perform servicing to the glidescope video monitor (gvm) that were unrelated to the initial reported issue. Upon completion of the evaluation the glidescope video monitor (gvm) was returned back to the customer, and the glidescope spectrum smart cable was returned "as-is" per the customer's request. Corrective action is not required at this time. Verathon will continue to monitor for trends.